Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2002; 389133, pain stim lead, (B)(6) 2004; 3708260, neuro extension, (B)(6) 2006; 37702, pain stim ipg, (B)(6) 2010; 3550-29, neuro adaptor, (B)(6) 2010. (B)(4).

Event description:
It was reported that the impedance on the superior vena cava coil of the right ventricular lead had been rising and is now high. The lead is still in use. No patient complications have been reported as a result of this event.